Event description:
A customer reported a minimum fill notification while attempting to load a new insulin cartridge. There was no adverse impact to the customer's blood glucose level. Technical support instructed the customer to remove the pump from its case and clean the pneumatic tap area. Despite these steps, reloading the same cartridge did not resolve the issue. The customer then followed guidance to properly load a new cartridge onto the pump, which successfully resolved the problem, allowing them to resume insulin delivery.